Event description:
While at the customer's site to service a different instrument, the field service engineer (fse) was notified by the customer of a leak from the cytomics fc 500 flow cytometer system as a result of a broken waste pump tubing. The fse reported that approximately 250 milliliters of human immunodeficiency virus (hiv) prepared sample leaked and was not contained within the instrument. The fse proceeded to clean the spill and disinfected the work place. The fse wore personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated for this event. The prepared sample plate was discarded and there was no change or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the waste pump head, and cleaned and replaced waste tubing to resolve the issue. The fse then verified the repair as per established procedures and results met published specifications. The cause of the event is attributed to a broken waste pump tubing. (B)(4).